Manufacturer narrative:
(B)(4). Evaluation summary: the suture, plunger, needle tips, cuffs and link were not returned and the analysis of the device was limited. The analysis of the returned device revealed the body lever, foot, guides and sheath, were normal and undamaged. Both ends of the foot were examined and there were no evidence of needle strike marks detected. Based on the inspection analysis, inspection criteria and the reported information there was no indication of a product quality deficiency that would contribute to the reported event. The investigational finding indicate the cause of the reported needle to cuff miss and associated patient effects is related to the operational influences during use. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.